Event description:
It was reported that during a da vinci-assisted surgical procedure, an operating room (or) staff contacted technical support mid-procedure to report they were getting error messages on the erbe integrated electrosurgical unit (iesu) when using bipolar energy. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed logs and found error c-34 and error 25920 indicating the lower and upper bipolar port was causing an instrument activation. The caller stated they changed out the instrument and the energy cable with no change. The tse recommended connecting a backup generator or swapping out the tower with another dv system. The procedure was completed as planned with no report of patient injury. At this time, it is unknown if the customer continued the procedure in its original configuration.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on an in-house system and was run in normal mode. The c-34 and c-92 errors were replicated and confirmed.